Event description:
The customer reported intermittent occlusion events, with alarms 2 and 26 occurring, and the issue caused the customer's blood glucose level to display as "high," though the specific value was unknown. The customer resolved the issue by changing the infusion set and cartridge, resuming insulin, and administering a correction injection via multiple daily injections (mdi). The customer did not require assistance from a third party, and the case was closed after providing off-label insulin messaging, which the customer acknowledged.